Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "screen does not work" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as broken/cracked display. The cause of the condition was the broken display. The display is required to replace to address the issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed a blank screen. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.